Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient presented with swelling in the left arm and hand due to a blood clot. The patient was treated with baby aspirin and eliquis. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.